Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.